Manufacturer narrative:
The troubleshooting performed by the beckman coulter field service engineer revealed a failed performance verification test (pvt) for carryover due to the malfunction of the mixer wash cup insert assemblies. The fse replaced the mixer wash cup insert assemblies and performed alignment as part of the procedure. This action resolved the carryover and consequently customer's issue. System performance was verified.

Event description:
The customer reported to beckman coulter that they get erratic, often high or suppressed with errors triglyceride (tg) results. Customer provided false high results for three (3) patients generated on their unicel dxc 600 pro synchron system. Results were reported outside the laboratory and later amended. The same dxc system generated lower results upon repeat. There was no effect to patient treatment in connection to the event. The customer also stated that their quality control was within laboratory established ranges on the day of the event.